Event description:
It was reported that during the colon resection procedure that the stapler was fired proximally, reloaded, and fired distally. The stapler was then used to create an anastomosis. The common enterotomy was closed with pds suture. Patient came back to the or at pod 6 with a staple line leak and stool in the abdomen. The surgeon noted a gap in the anastomosis staple line where there appeared to be no staples present. There was no delay in the surgery. No fragments were generated.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2023. Batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: linear cutter: tlc75 and tcr75. Surgeon experience: 5 plus years. Surgical photographs/videos available: no. The customer feel that the staple line was either incomplete or failed entirely. The group (colorectal group) has extensive experience with the device and understand how to use it safely and effectively. The patients that they operate on are generally difficult, suffering from crohn¿s, ulcerative colitis, etc. The hospital does not record the lot number of the device or cartridges. There are no issues noted intra-operatively and the patient is hemostatic in the or during the initial surgery. No contour device is used. There are no issues with staple formation during the initial procedure. The patient got sick post-op and is taken back and there is a gap in the staple line. During the re-op it is unknown if the leak is repaired with suture or staples. It is unknown if the tissue is ischemic. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? It was reported that the patient got sick and was taken back to the or. What symptoms did the patient present with? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.